Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. The device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual and tactile inspection identified a complete inner/outer sheath separation located at the guidewire port. The steel shaft of the device was also noted to be kinked at the centre. No other issues were found with the catheter. A visual and tactile examination identified no issues with the tip of the device. This concludes the product analysis.

Event description:
It was reported that stent shaft fractured. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent was selected for treatment. During the stent deployment process, it was noted that the stent shaft fractured not far from the stent. The stent was withdrawn into the long sheath and then simply pulled out. No device fragments were left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent shaft fractured. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent was selected for treatment. During the stent deployment process, it was noted that the stent shaft fractured not far from the stent. The stent was withdrawn into the long sheath and then simply pulled out. No device fragments were left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.